Manufacturer narrative:
Patient with a total knee implant reported pain. Tibial implant loosening is suspected. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient with a total knee implant reported pain. Tibial implant loosening is suspected. Revision surgery is planned.